Manufacturer narrative:
The system was examined and the reported event was confirmed. The contacts on the footswitch were cleaned to address the issue. The system was tested and found to meet product specifications. The system was manufactured on january 31, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the footswitch locked during a procedure. The system was switched out to complete the case. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.